Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and failure analysis investigations were completed. Failure analysis found the instrument to have no physical damage. The instrument was fully functional. No product issue was found. The instrument was returned with all uses remaining.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure the medium-large clip applier instrument would not hold a clip when the instrument was inside the patient, prior to clip application. Although the customer confirmed no fragments fell inside the patient, the customer reported that the clips would fall off the tip of the instrument during insertion of the device. The procedure was completed with a back-up instrument.